Manufacturer narrative:
(B)(4). Pump not received in stuck manufacturing mode unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error 25 alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance on j6/pcba1. After disconnecting and reconnecting the internal battery connector on j6/pcba 1 pump was monitored and functioned properly. Unit received cracked retainer, minor scratched display window and scratched case.

Event description:
It was reported that the customer had a power error detected error alarm on the insulin pump. The customer¿s blood glucose level was unknown at the time of incident. The customer stated that the insulin pump power error detected alarm within 4hours of troubleshoot of the previous occurrence. The customer was advised to wait until the light stops flashing (about10 min later) and insert a new battery. The insulin pump will be returned for analysis.